Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the freestyle libre 2 sensor. The caller reported customer received unspecified low scan readings, and was panicked and began trembling. An emergency doctor was called to home and obtained a blood glucose result of 500 mg/dl as compared to scan of 52 mg/dl. The customer was treated with insulin for hyperglycemia, and additionally provided nitroglycerin for hypertension. 52 mg/dl and 500 mg/dl when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.